Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements of 139 ohms. Technical services (ts) indicated that this was likely patient and not lead integrity related and recommended programming changes. This lead remains in service. No adverse patient effects were reported.